Manufacturer narrative:
Clarification of event. Complainant part is not expected to be returned for manufacturer review/ investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, during the surgery, the reamer broke inside the neck of femur of the patient. As the expert nailing system (a2fn recon set) had only one unit of reamer, the physician used 5.0mm cannulated drill bit from 7.3mm cannulated screw to complete the surgery. The surgery was prolonged for ninety (90) minutes as the surgeon wanted remove the broken reamer from the patient. Patient outcome was not reported. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, during the surgery, the reamer broke inside the neck of femur of the patient. As the expert nailing system (a2fn recon set) had only one unit of reamer, the physician used 5.0mm cannulated drill bit from 7.3mm cannulated screw to complete the surgery. The surgery was prolonged for ninety (90) minutes as the surgeon wanted remove the broken reamer from the patient. Patient outcome was not reported. This report is for one (1) reamer. This is report 1 of 1 for (B)(4).